Manufacturer narrative:
Investigation results on retained samples only. Device not returned to manufacturer.

Event description:
Disconnection of the venous line in the blood tubing set, causing significant blood loss. No further information was provided on details or patient outcome